Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed; however, there were no photographs of bags with holes in them or pictures of bags leaking. There were only photographs of the boxes that were wet. The source of the wet boxes could not be determined. There reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. The leak was discovered before product use. There was no patient involvement. No additional information is available.